Manufacturer narrative:
At the time of this report the retention had resolved. A review of the device history records indicates the reported lot #1020122 met all specs prior to release and no abnormalities were noted.

Event description:
A pt (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.5 ml of coaptite on (B)(6) 2010. The pt developed urinary retention and was treated with a foley catheter. The retension resolved on (B)(6) 2010. The physician assessed the event as moderate in severity and device related.